Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
It was reported that the patient was unable to disable MRI mode and activate therapy following an MRI scan. Reportedly, patient no longer had the patient controller with an existing bond with the ipg. An abbott representative met with the patient and was able to successfully disable the MRI mode and restore therapy.